Event description:
The MRI unit quenched without cause. After performing the qa scan, the espree MRI unit spontaneously quenched on its own. This resulted in venting gas into the room & the system was alarming. The unit is under service agreement, so the technician was called & he performed the following service: "service follow up to post quench response by the tech. Beginning from 21% he, refilled to 91% ivl he. Waited prescribed time and ramped magnet back up, found frequent and verified shim ok. Concluded with qa and returned system to customer." There was no pt in the room at the time of the incident.